Event description:
It was reported that metal fragments were noted to be imbedded in the patient's bone tissue intra-op following use of them. It was further reported that the surgeon was not able to remove the metal fragments.

Manufacturer narrative:
Additional information will be provided once investigation is completed.